Event description:
It was reported that patient experienced a hematoma after a lead revision procedure on (B)(6) 2022. In turn, patient underwent surgical intervention wherein the wound was reopened, cleaned and hemostasis was achieved. Additional information obtain indicate the physician decided to repositioned the ipg to the right side and used a drain in area were the ipg was sitting. Therapy was restored post operatively. During the same surgery the s1 lead was explanted and replaced due to migration. Additional information can be found in manufactured reference number: 1627487-2022-01429 and manufactured reference number:1627487-2022-01430.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.